Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nursing assistant reported via phone call that the insulin pump had a check settings alarm. Blood glucose level at the time of the incident was 49 mg/dl, which was treated with food and juice. Blood glucose level at the time of the call was 104 mg/dl. The caller was advised that the device was behaving normally. The insulin pump was not replaced or returned for analysis.